Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the complaint device was not received for investigation. A photo investigation was performed based on the provided x-ray images . The images were reviewed and the complaint condition can be confirmed. The tip of the drill bit can be seen broken off inside the patient. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 316.236, synthes lot # u293078, supplier lot # u293078 , release to warehouse date: 08feb2018, supplier: orchid unique, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during open reduction and internal fixation of the second proximal phalynx, the 1.0mm drill bit broke. The drill shaft was removed easily and the drill tip was retained. There was a five (5) minutes surgical delay. The procedure was successfully completed. The patient outcome was unknown. This report is for one (1) 1.0mm drill bit stryker j-latch/60mm. This is report 1 of 1 for complaint (B)(4).